Manufacturer narrative:
Device evaluation: visual analysis of the photographs of the device show an extended opening, what appears to be brown particles and red particles on the surface of the device are observed in the valve. Labeled as right side.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted. This record is for the right side.